Manufacturer narrative:
Expiration date: 06/22/2011. Date of device manufacturer: (B)(4) 2010. Evaluations results: unit is sent to accellent for evaluation (B)(6) 2011 - colored water was introduced into the balloon and there is delamination of the distal balloon bond. There is a fluid path were the bond delaminated. Visually there is a subtle kink at the 2cm marker and another kink in the bellows. These two kinks do not affect the way the device functions. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. There is a noticeable increase in the force required to insert a dry balloon through the introducer as compared to introducing a balloon that has been wetted prior to insertion. This potentially could contribute to delamination. A corrective action was opened (B)(6) 2011 to investigate a negative trend in delamination of distal balloon bond on the endoplege and this event is applicable to the corrective action. A device history record review was completed for lot 763129 and this device met all specifications upon distribution. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the customer found a hole in endoplege balloon. It was placed in the patient and was not noted to have a hole until after it had been introducer and in the patient a while. A second ep was opened and used. The procedure was an mis mitral valve repair (mvr).